Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation air/water flow was low (possibility foreign material) was not confirmed. The evaluation did not uncover any issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, air/water flow was low on the evis exera iii colonovideoscope due to a possibility of foreign material. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The initial: the device was evaluated where multiple defects were noted including: bending section rubber glue was separated and worn out, light guide rod lens was chipped, distal end cap was scratched, switch 1 button was worn, the angulations were out of specification, biopsy channel was worn, however, these defects alone are not considered severe enough to cause a potential adverse event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, since the foreign material could be removed by reprocessing in accordance with instructions for use (IFU), the possibility that the user¿s reprocessing was improper could not be denied. Olympus will continue to monitor field performance for this device.